Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section b5, section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, and header bag. The device was visually inspected and functionally tested. The device is in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. Functional testing started with setting the device in forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The returned device was used and contained the anchor. The device successfully deployed the internal components. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is the device tip was obstructed, preventing the anchor from deploying and posting. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Additional information was received on 14jan2026: patient procedure was an angiogram of the carotid arteries. A 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior consultant. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The system did not function properly in the patient, whereupon he removed it and found that it was empty. The patient was not impaired, manual compression was performed (12 minutes) and hemostasis was achieved. The patient was stable and discharged. There were no patient injuries. The patient was not hospitalized. There was no surgical or non-surgical intervention. A computerized tomography (CT) or ultrasound was not performed. The procedure was not a high stick, and multiple sticks were not performed. A blood transfusion was not required. The posterior wall was not punctured.